Event description:
N/a.

Manufacturer narrative:
Investigation summary: this complaint involves the use of an express mini 500 (p/n 16400) in which the nurse was inquiring if there were instructions for the removal of fluid from the drain's sampling port. This is considered an off-label use. Device queries: clinicians sometimes call getinge with questions about the use and interpretation of the drain. These queries stem from the users' inexperience and lack of training with the device. The IFU states that the express mini 500 is restricted for use by trained healthcare providers familiar with cardiothoracic surgical procedures and techniques, including the use of chest drains. The IFU states that "use of the luer port is intended only for sampling patient drainage. Do not use the luer port or any other means to empty fluid from the collection chamber. Replace chest drain if damaged or when collection volume meets or exceeds maximum capacity." This type of complaint has been thoroughly investigated and is known to be cause by user error so further DHR review is not required to understand the issue. The IFU provides adequate instructions for the setup and use of the drain, as well as instructions about the intended users and environments.

Event description:
It was reported that a nurse called because she was going to be receiving a patient with an express mini 500 from another hospital and she was instructed to remove fluid from the port. The nurse was inquiring if there were instructions for the removal of fluid from the drain. It was explained to her that the sample port is not for removing drainage and per the IFU when the drain is full it must be replaced. There was no patient harm or injury reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.